Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 569 mg/dl, which was treated with bolus wizard. Customer also reported of receiving no delivery alarms. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital tried to contact healthcare professional. Customer had symptoms of high blood glucose; customer had nausea and tingling feet. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer declined high pressure test. Insulin pump would be replaced due to damage to reservoir compartment.